Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6/7f to close the access site. It was reported that the balloon lost pressure during pull back towards the arteriotomy. The physician removed the device and since access was maintained, the physician used 2 additional devices with the same outcome (balloons lost pressure). After the third device was removed the patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1219202) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00439 & 3004939290-2012-00440 for the first and second device.